Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) could not be inserted. The customer explained that the iab was coming off the catheter during insertion. A new iab was inserted without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Updated field: describe event or problem. Reference complaint #(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) could not be inserted through the sheath. The customer explained that the iab was coming off the catheter during insertion. A new iab was inserted without further issue. There was no patient harm or adverse event reported.